Event description:
Reportable based on device analysis completed on 01jul2024. It was reported that inflation failure occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the pressure was unable to rise while using, and the front balloon was found leaking. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. However, returned device analysis revealed a balloon longitudinal tear.

Manufacturer narrative:
E1 initial reporter email: (B)(6). Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal markerband and extending approximately 46mm distally across the balloon material. The investigator could not inflate the balloon due to the tear in the balloon material. The rated burst pressure for this device as per specification is 14 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.